Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00838. It was reported the patient underwent an ipg replacement on (B)(6) 2022. During the procedure, one of the patient's leads had high impedance. In turn, the lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported as such.